Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call of receiving no delivery alarms. Customer resolved alarm by changing complete set, but again received no delivery alarm. Troubleshooting was performed and customer was advised that alarm may have been caused by occlusion. Customer was not sure if cannula was bent when set was removed. Customer's blood glucose was 461 mg/dl. Customer was advised to change infusion set, reservoir and insulin and to call back when in receipt of tubing clamp in order to perform high pressure test.